Event description:
It was reported that the pt experienced telemetry issues. An overdischarge was suspected. The last successful recharge was about 3 months ago. The poor communication screen continued to remain after the use of a physician-recharge-mode and use of the antenna locator. Multiple restart attempts were unsuccessful, and the pt was scheduled to have his battery changed out at a later date in (B)(6).

Manufacturer narrative:
(B)(4).